Event description:
The physician attempted to closure of the interventional arteriotomy with a prostar xl 8fr device. The suture lumen was clamped, so that when the device was deployed, a barrel strike occurred. It was confirmed under fluoroscopy that a needle miss had occurred. Needle backdown was not successful. The pt was taken to surgery for removal of the device. The pt has recovered with no further incident.